Event description:
Patient revised for cup loosening. Update: ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers for the head have been added and updated. Update: 02/18/2013 - litigation papers received (B)(4) 2012 allege, the patient suffered pain and suffering, revision surgery, severe difficulty walking on her own, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Patient revised for cup loosening. Doi (B)(6) 2007 - dor (B)(6) 2009. Update: ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers for the head have been added and updated. There is no new information that would change the outcome of the investigation.